Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A4264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic, back pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), the first episode of bladder disorder ("bladder problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), the second episode of bladder disorder ("bladder problems"), headache ("headaches"), anxiety ("mental anguish"), parosmia ("extreme metallic and foul odor") and vaginal discharge ("extreme metallic odor"). The patient was treated with surgery (she had salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, urinary tract infection, cystitis, the last episode of bladder disorder, headache, anxiety, parosmia and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, device dislocation, dysmenorrhoea, headache, menorrhagia, parosmia, pelvic pain, urinary tract infection, vaginal discharge, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: she received treatments for events chronic, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), migration, bladder problems, uti, bladder infection, headaches. Discrepancy noted for essure insertion date - (B)(6) 2015. Most recent follow-up information incorporated above includes: on 18-dec-2020: medical record received. Lot number was added. New reporters were added. Aka name was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure (batch no. A4264-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), back pain ("chronic, back pain"), headache ("headaches"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), anxiety ("mental anguish") and parosmia ("extreme metallic and foul odor"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, headache, urinary tract infection, cystitis, bladder disorder, anxiety and parosmia outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, headache, menorrhagia, parosmia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatments for events chronic, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), migration, bladder problems, uti, bladder infection, headaches. Discrepancy noted for essure insertion date - (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2015: the right device was in good position with 5 coils seen protruding from the os. The procedure was repeated on the opposite side with 2 coils protruding from the os. The procedure was completed in 5 minutes. Laparoscopy - on (B)(6) 2018: specimen(s) 1. Bilateral fallopian tubes and foreign bodies which appear to the entirety of essure coils. Pathology test - on (B)(6) 2018: two fallopian tubes, one with serous adenofibroma and paratubal cyst. Gross description (verified): the specimen is received (bilateral fallopian tubes and foreign body). The specimen consists of two fallopian tubes and two foreign bodies. The first foreign body is a long thin coiled metal wire measuring 7.5 cm in length and less than 1 mm in diameter. The second foreign body is of metal wire measuring 15 cm in length and also less than 1 mm in thickness. Fallopian tube # 1 measures 9 cm in length and 0.6 cm in diameter. The serosa is erythematous. There is some hemorrhage noted in the cross-sections of the tube. Tube # 2 measures 8.7 cm in length and up to 0.7 cm in diameter. The serosa is erythematous. One paratubal cyst measuring 0.3 cm is noted. Lot # a4264 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In an adult female patient who had essure (batch no. A4264- not valid), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), back pain ("chronic, back pain"), headache ("headaches"), urinary tract infection ("uti"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), anxiety ("mental anguish") and parosmia ("extreme metallic and foul odor"). The patient was treated with surgery (salpingectomy bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, headache, urinary tract infection, cystitis, bladder disorder, anxiety and parosmia outcome was unknown. And the pelvic pain, abdominal pain, menorrhagia, dysmenorrhoea and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, bladder disorder, cystitis, device dislocation, dysmenorrhoea, headache, menorrhagia, parosmia, pelvic pain and urinary tract infection to be related to essure. The reporter commented: she received treatments for events, chronic, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), migration, bladder problems, uti, bladder infection, headaches. Discrepancy noted, for essure insertion date: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy: on (B)(6) 2015, the right device was in good position with 5 coils seen protruding from the os. The procedure was repeated on the opposite side with 2 coils protruding from the os. The procedure was completed in 5 minutes; laparoscopy: on (B)(6) 2018, specimen(s) 1. Bilateral fallopian tubes and foreign bodies, which appear to the entirety of essure coils; pathology test: on (B)(6) 2018, two fallopian tubes, one with serous adenofibroma and paratubal cyst. Gross description (verified): the specimen is received (bilateral fallopian tubes and foreign body). The specimen consists of two fallopian tubes and two foreign bodies. The first foreign body is a long thin coiled metal wire measuring 7.5 cm in length and less than 1 mm in diameter. The second foreign body is of metal wire measuring 15 cm in length and also less than 1 mm in thickness. Fallopian tube # 1, measures 9 cm in length and 0.6 cm in diameter. The serosa is erythematous. There is some hemorrhage noted in the cross-sections of the tube. Tube # 2, measures 8.7 cm in length and up to 0.7 cm in diameter. The serosa is erythematous. One paratubal cyst measuring 0.3 cm is noted. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, update of information (batch is not valid). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not performed essure confirmation test". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("chronic, back pain"), dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), the first episode of bladder disorder ("bladder problems"), urinary tract infection ("uti"), cystitis ("bladder infection"), the second episode of bladder disorder ("bladder problems"), headache ("headaches"), anxiety ("mental anguish"), parosmia ("extreme metallic and foul odor") and vaginal discharge ("extreme metallic odor"). The patient was treated with surgery (she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, urinary tract infection, cystitis, the last episode of bladder disorder, headache, anxiety, parosmia and vaginal discharge outcome was unknown and the menorrhagia, pelvic pain, abdominal pain, back pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, back pain, cystitis, device dislocation, dysmenorrhoea, headache, menorrhagia, parosmia, pelvic pain, urinary tract infection, vaginal discharge, the first episode of bladder disorder and the second episode of bladder disorder to be related to essure. The reporter commented: she received treatments for events chronic, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), metrorrhagia (bleeding between periods), migration, bladder problems, uti, bladder infection, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. Essure indication updated. On (B)(6) 2018, she explanted essure. Injury event was updated to chronic, pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse}, metrorrhagia (bleeding between periods), migration, bladder problems, uti, bladder infection, headaches, patient did not performed essure confirmation test, mental anguish, general pain, extreme metallic and foul odor. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.